Event description:
This procedure was performed in (B)(6). The physician reached the lesion in the sfa and started deployment. In the middle of the deployment the stent fractured. The doctor pulled the delivery system and found that the last piece of the protege everflex was still present in the deployment system. The patient was sent to surgery to remove the stent.

Event description:
Evaluation summary: device was not returned but cine images received. Analysis of the cine images confirm that the stent fractured during deployment in vivo. The cause of the stent fracture appears to be stent cell elongation

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.